Event description:
The doctor was injecting medication into the patient's cervix using a 12ml control syringe with a needle extender and a 23g hypo attached to the end. When removing the injection apparatus from the vaginal cavity, it was noted that the metal hypo portion of the needle was not attached to the plastic portion of the hypo hub (broken off). The doctor examined the cervix and noted the hypo imbedded in tissue. Used an instrument to remove the broken hypo. The hypo (metal and hub) was compared to a new (same) hypo, where it was determined that they lengths were the same. Also noting the bevel end and the broken end distinctively.